Manufacturer narrative:
Device contaminated; not returned.

Event description:
Fluid from the canister came out of the bottom. Facility was unable to obtain the serial number due to waste canister contamination. There were no injuries reported in this event.